Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "ruptured." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as fold flaw opening. Calcification: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. Creases are observed. Stress marks are observed assessed as non-penetrating nick. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported left side "ruptured." Healthcare professional later reported "calcified capsule." Device has been explanted and replaced.